Event description:
During a lead revision due to discomfort/pain, the physician noticed one of the leads had a black contact. The contacts did not fall off the lead. The physician explanted the leads and implanted a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved: model #: sc-2218-50, serial/lot #: ni description: enh st ld kit.

Event description:
During a lead revision due to discomfort/pain, the physician noticed one of the leads had a black contact. The contacts did not fall off the lead. The physician explanted the leads and implanted a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of a 'black' contact was confirmed. Visual inspection revealed distal electrodes #5 and #6 were discolored. Visual inspection also revealed the lead was cut approximately 3 inches from the distal end. The root cause of the discoloration was blood/bodily fluid/tissue on the surface of the electrodes. The decontamination process easily removed the foreign material. The discoloration does not indicate a failure of the lead.